Event description:
It was reported that this pacemaker had entered safety mode. The patient had been decompensating. The pacemaker was explanted and successfully replaced. It was reported that the patient also had cardiac heart failure, weak breathing, and fluid built up in the lungs. No additional adverse patient effects were reported.